Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited far field oversensing of ventricular signals on the atrial channel resulting in inappropriate atrial tachy response (atr) episodes. Boston scientific technical services (ts) was consulted and current programmed settings were discussed with the health care professional (hcp). No adverse patient effects were reported. At this time, this device remains in service.